Event description:
It was reported that the physician was having difficulty interrogating the vns patient¿s device. The physician was finally able to interrogate the device but noted that the device was disabled. The patient¿s device output current was previously programmed to 1.75ma. The physician programmed the patient¿s device back on to an output current of 0.5ma. The patient stated that he was unable to perceive stimulation following his previous office visit. Clinic notes were received indicating that the patient was last seen on (B)(6) 2014. The notes indicate that the physician also had difficulty interrogating the patient¿s device during the office visit. The physician stated that the patient¿s device settings were changed unintentionally during this visit.